Event description:
It was reported that the insulin pump did not alarm no delivery. Customer stated that she was giving additional insulin. Customer stated that the cannula was bent outside the skin. Customer experienced high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.